Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85-90% stenosed, concentric target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 8 x 4.00 promus premier stent was advanced but failed to cross. The device was removed and found out the distal end of the stent struts was lifted. The procedure was completed with a 3.5x8mm promus premier stent. No patient complications were reported and the patient's status was stable. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This product investigation is assigned the most probable cause classification of adverse event related to patient condition.